Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system. The condition was verified through a review of the event history log as well as reproduced during the device evaluation. This condition was determined to have been caused by a damaged lower latch switch. The lower auxiliary was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a spectrum pump was detecting an IV set at load points 2, 3, and 4 without a set present. There was no known patient injury or medical intervention associated with this event. No additional information is available.